Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg had become inoperable. Surgical intervention may take place to replace the ipg.

Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their ipg explanted and replaced on (B)(6) 2019. Issue has been resolved.